Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in ventricular fibrillation (vf) and shocked the patient twice. It was noted that the first shock converted the rhythm to normal sinus. But the shocked the patient again, this time inappropriately, causing them to go into wide complex tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.